Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
It was reported that this patient was diagnosed with coronary sinus dissection during the implant procedure. The patient was hospitalized. The lv lead was replaced. An out of service date was not provided for this lead.